Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the patient had a groshong catheter implanted via the right basilic vein on (B)(6) 2021. Since the catheter was not firmly inserted to the stem of the catheter connector, leakage occurred immediately and the catheter was detached. When the doctor reconnected it to the catheter using another new catheter connector, the catheter was detached again. When the catheter was inserted to the stem of the catheter connector and reconnected, no leakage was observed and administration was started. This report addresses the second connector used.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the patient had a groshong catheter implanted via the right basilic vein on (B)(6) 2021. Since the catheter was not firmly inserted to the stem of the catheter connector, leakage occurred immediately and the catheter was detached. When the doctor reconnected it to the catheter using another new catheter connector, the catheter was detached again. When the catheter was inserted to the stem of the catheter connector and reconnected, no leakage was observed and administration was started. This report addresses the second connector used.